Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was below 40 mg/dl during phone call. Customer reported high blood glucose when going into auto mode end of (B)(6) and treated it with insulin pump. Customer reported blood glucose on 78 mg/dl when check it again. The pump will not be returned for analysis.